Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and was not sure of reason why. Customer went to the emergency room with blood glucose of 565 mg/dl on (B)(6) 2016. Customer was treated with IV drip and esophagus was repaired. Customer was in the intensive care unit. Customer reported of getting sick and began to throw up blood while on a flight. While in the hospital, it was found that customer had a tear in the esophagus which caused to bleeding vomit. Troubleshooting was performed to determine reason for high blood glucose. Customer would call back when a hemostat could be obtained in order to perform high pressure test.